Event description:
It was reported that during a difficult insertion of the iab, resistance was met as the sheath was inserted. As the iab was passed through the sheath, the iab was felt to "bunch". Due to this the entire assembly was removed. A second iab was inserted without any difficuty. There were no pt complications.